Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. It was stated that the cgm reading was 4.0mmol/l the next day before breakfast, the cgm was not reading low, but the bg was reading lower than the cgm (no value provided). The child started to act strangely (no details provided). He started to eat but then he started to cramp, and the family called ambulance. No treatment information was provided but it was reported that the patient did not require hospitalization. Confirmation of the problem was confirmed via data. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.